Event description:
It was reported that the 7 inch  mic ext set w/1.2mf filter was blocked/occluded during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "date of incident and date notified: (B)(6)2021. Product: 20129e. Description: lipid channel ringing off occluded, presumed clogged filter no patient harm"

Manufacturer narrative:
The following fields were corrected: d10: device available for eval no, d10: returned to manufacturer on: na. H6: investigation summary no product or photo was returned by the customer. It was reported that lipid channel presumed clogged and was ringing off occluded. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20129e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 7 inch  mic ext set w/1.2mf filter was blocked/occluded during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "date of incident and date notified: (B)(6) 2021. Product: 20129e. Description: lipid channel ringing off occluded, presumed clogged filter no patient harm".